Event description:
It was reported that thrombosis, in-stent restenosis and chest pain occurred. The target lesion was located in the moderately tortuous posterior descending artery of the right coronary artery (rca). In (B)(6) 2013, a 2.5x28 mm promus element plus drug eluting stent was implanted to treat the target lesion. In (B)(6) 2013, the patient experienced chest pain. As a result of angiography, in-stent restenosis was found in the previously implanted stent. Thrombosis was aspirated. The lesion was treated by plain old balloon angioplasty(poba). Dual antiplatelet therapy has been continued. The patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).